Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause of contribute to the reported event. The IFU states in the adverse reactions section: "complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder, or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).